Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks and lips with 4 syringes of juvéderm® volite¿. Four months later, the patient was injected in the t1, ck1, and ck4 with 3 syringes of juvéderm¿ voluma¿ with lidocaine. Two months later, the patient experienced ¿hard nodules and inflammation¿ in the cheeks, jowls, and lips. Two weeks later, the patient was treated with hyaluronidase and an ultrasound was performed that showed results "consistent with nodules." The next day, the patient was given prednisone. Two days later, the patient received additional hyaluronidase. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the 1st injection of suspect product, juvéderm® volite¿.